Event description:
It was reported the balloon ruptured. The 99% stenosed, severely tortuous, severely calcified target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was considered complete. No patient complications or injury were reported.